Event description:
It was reported that this patient's right atrial and right ventricular leads had been showing high out-of-range (oor) pacing impedance spikes. Technical services (ts) reviewed the case and indicated that this seems to be related with spring contact issues. The clinic will need to monitor for lead noise as there is no impedance trend when it stays oor, according to ts. Further information indicate the clinic will just continue monitoring patient needs, impedance and thresholds. This patient's implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's right atrial and right ventricular leads had been showing high out-of-range (oor) pacing impedance spikes. Technical services (ts) reviewed the case and indicated that this seems to be related with spring contact issues. The clinic will need to monitor for lead noise as there is no impedance trend when it stays oor, according to ts. Further information indicate the clinic will just continue monitoring patient needs, impedance and thresholds. This patient's implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's right atrial and right ventricular leads had been showing high out-of-range (oor) pacing impedance spikes. Technical services (ts) reviewed the case and indicated that this seems to be related with spring contact issues. The clinic will need to monitor for lead noise as there is no impedance trend when it stays oor, according to ts. Further information indicate the clinic will just continue monitoring patient needs, impedance and thresholds. This patient's implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.